Event description:
Subsequent to the initially filed report, the following additional information was received: device analysis noted biological material in the guide and foot area. It was also noted that although the plunger was in the pre-deployed position, the needles, suture, and link were loose. Upon follow up, the account could not rule out the occurrence of tissue damage during the procedure. The account confirmed that the needles, suture and link became loose due to the handling of the device post procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no blood flow from the marker lumen¿ was not confirmed . A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The patient effect is a known adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6- health effect - clinical code 4582 was removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device via an 8.5f sheath hole using the pre-close technique prior to an interventional cardiac ablation procedure. Reportedly, although the device was pre-flushed prior to the procedure, no blood flow was observed at the marker lumen. The suture of a new prostyle device was successfully pre-placed. The cardiac ablation procedure was completed using the 8.5f sheath. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.